Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that she was in critical care because the insulin pump was not working. She was receiving fluids and insulin via IV. She was hospitalized on (B)(6) 2016 with a diabetic ketoacidosis. The customer was vomiting, nauseous, and had a high blood glucose level. She was not checking her blood glucose or taking boluses. Her blood glucose level was 779 mg/dl. The customer was wearing the insulin pump at the time of the emergency room visit. The device was not returned.